Event description:
Information received by medtronic indicated that an air embolism found at right coronary artery, which triggered st elevation and blood presure decrease. Symptoms occurred after insertion of a cryoablation catheter into the sheath. Air was observed in the sheath's sideport tube. As per information received, the symptoms were temporary and the amount of the air was small. The cryoablation procedure was continued and completed.

Manufacturer narrative:
Investigation into the alleged product problem was not possible since the device was not returned; it was discarded by the user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.